Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hyperglycemia on march 21, 2017 with a blood glucose level of 400 mg/dl. The incident occurred after changing their sites after having dinner. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection and fluids. The customer had several no delivery alarms form a bent cannula. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.